Manufacturer narrative:
Date of event, corrected data: this information was inadvertently reported incorrectly on the initial MFR. Report. The correct date should have been (B)(6) 2014.

Manufacturer narrative:
This information was inadvertently reported incorrectly on the initial MFR. Report. The correct date should have been (B)(4) 2015.

Event description:
The physician reported that the magnet mode stimulation made the patient sick because she was using it more and was not used to it. The patient improved after the pulse width was changed.

Event description:
Clinic notes dated (B)(6) 2014 note that the patient does not use the magnet because the magnet mode stimulation makes her sick. The magnet pulse width was decreased to 250usec. Attempts to obtain additional relevant information have been unsuccessful to date.